Event description:
During a review of manufacturing records it was noted that an implanted pulse generator failed its final electrical test at the time of manufacture. Two sub-tests were found to have results outside of their respective specifications while all other tests passed. The generator failed to respond to the presented magnet field, likely due to the reed switch not closing. The typical effect of this condition would be the inability to start magnet stimulation, inhibit stimulation, and perform a reset with the programming wand. However, the pulse generator did pass another sub-test that evaluates reed switch functionality during the same final electrical test, which proves the proper operation of the reed switch at that time and contradicts the failed tests. Based on these observations, it appears that, at worst, the reed switch's functionality is intermittent. The generator was released for distribution and was implanted in a patient. There were no reported adverse events or complaints related to the failed final electrical test, however, the patient is since deceased (reference MFR. Rpt #: 1644487-2012-03319). The vns therapy magnet mode is intended to stop seizures, shorten seizures, or lessen the intensity of seizures or their recovery period for some people, but for others, there is little or no effect. The inability to use the magnet mode would not have caused or contributed to the death since vns therapy is not life sustaining or supporting and the magnet mode feature of the device is certainly not as its purpose is to supplement the normal mode therapy. Good faith attempts for programming history to evaluate reed switch functionality have been unsuccessful to date. CAPA investigation for the electrical test escape is in process.

Event description:
Follow-up to gain the generator for returned to the manufacturer for evaluation have been unsuccessful. The funeral home where the patient was received changed ownership in 2006 after that patient passed away. It is unknown if the patient was buried with the device or if it may have been explanted and there was nothing noted in the patient's file regarding an implanted device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records show that the generator failed the final electrical test prior to distribution. Device failure occurred, but was not known to have cause or contribute to a death or serious injury.